Event description:
It was reported that patient experienced high blood glucose on (b)(6) 2026 and was treated with pump.

Manufacturer narrative:
E1: Patient City: (b)(6).Patient Country: Italy.Name: Medtronic Minimed,Street: 18000 Devonshire Street,City; Northridge,State: CA,Zip Code: 91325,Country: United States.Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.